Manufacturer narrative:
Neither the system nor the needles were returned for analysis. No investigation of the needles or system is required as the reported issue does not imply any failures or malfunctions of galil medical's products. This event represents a known inherent risk of a lung cryoablation and is identified in the labeling as a potential adverse event.

Event description:
As part of the (B)(6) trial, the subject underwent cryoablation of five tumors on (B)(6) 2015. Post operatively, a pneumothorax was identified and the subject was kept overnight for monitoring. The subject reported a few episodes of hemoptysis (small amount) following her procedure. On (B)(6) 2015, an x-ray showed an interval appearance of subcutaneous emphysema and the subject reported right neck discomfort with minimal crepitus and swelling and chest swelling. Discharge was cancelled and the subject remained hospitalized obtaining supportive care and supplemental oxygen. On (B)(6) 2015, the subject had an increase in right sided pneumothorax, subcutaneous emphysema and nonspecific airspace disease involving the right lower lung associated right sided pleural effusion and a chest tube was placed. On (B)(6) 2015 subject had mild ooze coming from the right lower lobe and underwent flexible bronchoscopy. On (B)(6) 2015, the subject complained of shortness of breath and oxygen given via venti-mask and a CT chest angiogram was done. As of (B)(6) 2015, the patient did have an episode of hypoxia (in the 80's on 4l) on (B)(6) 2015 with no good explanation as her cta chest was negative for pe and her pneumothorax was minimal; chest tube removed on the (B)(6) and the subject was discharged on (B)(6) 2015.